Manufacturer narrative:
Other, other text: additional information: a1, b5 and h6 ( patient code).

Event description:
Additional information received provided that the issue occurred prior to use.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing. During testing the device was found to meet with functional specifications. The "interconnect board error" and "battery error" was found in the event history log so the interconnect board and battery were replaced.

Event description:
It was reported the device gave battery errors and a "base failure" message. No adverse effects reported.